Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues, other than the patient is receiving medical care and being monitored by health care professionals. Additional information for section a. Patient information; 1. Patient identifier- multiple = (B)(6).

Event description:
The customer reported falsely elevated ldh results on four patients. The results provided were: on (B)(6) 2018 - sid(B)(6), initial ldh = 1597.0 u/l (normal range 0-248u/l) / second sample =200 u/l; sid(B)(6) =298 / 207 / 195u/l; sid(B)(6) = 376 / 546 / 336u/l; sid(B)(6) = 329 / 219 / 224u/l. There was no reported impact to patient management.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of tickets associated with the ldh assay (list number 2p56-21, lot number 75682un17) found no increase in complaints for this issue and there were no trends identified. Historical performance of the ldh assay was evaluated using world wide data from abbott link. The review did not identify issues as the lots are all performing as expected. Manufacturing documentation of lot 75682un17 has been reviewed and no contributing factors to the complaint could be identified. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for ldh, list number 2p56-21, lot 75682un17.